Event description:
The patient presented on (B)(6) 2010, with an st elevation myocardial infarction (stemi). A 100% thrombosed occlusion of a previously placed bare metal stent in the right coronary artery (rca) was found. A 3.0x23mm xience otw stent was implanted. There was no adverse sequela reported and the patient was discharged on aspirin (asa) and plavix. It is unknown if the patient was compliant with medications. On (B)(6) 2011, the patient presented with a non stemi and was found to have thrombosis in the proximal portion of the 3.0x23mm xience otw stent. The lesion was pre-dilated with a non-abbott balloon and a 4.0x23mm multi-link vision stent was implanted. There was no adverse sequela reported and the patient was discharged on asa and effient with counseling regarding the importance of compliance with medications. There was no additional information provided.

Manufacturer narrative:
(B)(4): device was implanted in a restenosed previously stented lesion. There were no reported product deficiencies. The reported patient effects of myocardial infarction and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. It should be noted that the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Maude report # (B)(4).